Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the potential lot numbers 6204287 & 6230071. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Device manufacture date: the exact lot number involved in this incident is unknown. The customer did two provide the following two potential lot numbers: lot 6204287 - expiration date 08/31/2019, manufacture date 07/22/2016. Lot 6230071 - expiration date 09/30/2019, manufacture date 08/17/2016. UDI # (B)(4). Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient had the suspect device placed on the afternoon of (B)(6) 2017 to the patient's hand. Nothing abnormal was noted during insertion. No abnormalities were noted during the infusions between placement to (B)(6). The nurse flushed the extension tubing with a bd flush and started the infusion at the infusion operation station. Nothing abnormal was noted at this stage. Just after the patient returned to his/her seat, the solution leaked and caused the dressing to remove from the IV site. The nurse went to remove the suspect device and noticed the catheter was broken, with 0.5 cm left on the tube and the rest of the catheter missing. The patient had a b-mode ultrasound to the hand and the doctor noted an approximately 0.5 cm shadow under the muscular layer but not in the blood vessel. The doctor could not confirm it as a broken catheter and suggested to "observe the patient's health condition first". No further medical or surgical intervention was taken. As of (B)(6), no information had been received regarding worsening patient condition.